Event description:
The date of the event is estimated: (B)(6) reported a superficial wound dehiscence at approximately ten (10) days post operative a knee procedure where quill srs #2 pdo was used for capsular closure, size 0 pdo for subcuticular closure and staples for closure of the skin. The dehiscence was noticed when his nurse removed the staples. When the pt was taken to the operating room to wash out and close the wound, the surgeon found a nearly complete patellar tendon rupture and dehiscence of her medial arthrotomy. The surgeon stated that the quill srs suture was broken, but still intact as far as the barbs were concerned.

Manufacturer narrative:
The date of the event is estimated. The lot code info was not provided. Therefore, the expiration dates and mfg dates are unk. There were no samples available for eval. Method: none of the devices were returned for eval. The lot number was reported as unk. Furthermore, the review of the device history record could not be performed, without the lot code info. Results/conclusion: none of the devices were returned for eval. No product eval could be performed. Angiotech references: (B)(4) pt #1. Item # unk, quill srs, #2 and 0 suture, lot# unk.